Event description:
Follow up information received reported that the cause of the event was that patient had fallen on the ice. The ins checked by the company representative and was reprogrammed on (B)(6) 2012. The patient was reported as doing 'good' and was happy with the new program adjustment. No injuries were reported. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The loss of effect occurred after the patient experienced a fall which resulted in twisting "a couple weeks ago." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Continued from concomitant medical products: lead model: 3776-60 lot#: v124338033 implanted: (B)(6) 2009 explanted: na; lead model: 3776-60 lot#: v244370034 implanted: (B)(6) 2009 explanted: na; programmer model: 37743 serial#: (B)(4); recharger model: 37752 serial#: (B)(4).